Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, customer noticed the jaws were bent when they opened up the box. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. Microscopic inspection was conducted and it was observed that the heater wire on the hot jaw was bent at the center but remained attached at the tip and at the base. The shaft was seen slightly bent at the proximal end from the jaws. There was no char and tissue buildup observed on the jaws. Based on the condition of the device as found, the reported failure mode "bent wire" was confirmed. The analyzed failure mode "bent shaft " was also confirmed. The certificate of conformance was reviewed for the analyzed failure ¿bent shaft¿. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. Specific actions for the reported failure mode " bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, customer noticed the jaws were bent when they opened up the box. A replacement device was used to complete the procedure. There was no patient involvement.